Event description:
Hosp contact informed co endoscopy on 11/24/99, that a pt (nt) involved in a device malfunction in august was found to have a small metal fragment lodged in her knee. At the time of the malfunction the surgeon was unaware that any piece had broken free from the device in the joint. A second procedure was successfully completed to remove the fragment on 11/24/99. Contact also stated that the original surgery date was 8/3/99. Co had original reported the event as having occurred on 8/4/99 this was based on info supplied to co at the time of the event.